Event description:
It was reported the patient received the following results within 15 minutes: 495 mg/dl, 255 mg/dl, 92 mg/dl, 120 mg/dl and 350 mg/dl. The user was feeling dizzy, sweaty, and shaky.